Event description:
Employee of the operating room "breaks out" when wearing pc 4235, no treatment was necessary or provided. B3 and f6-date report was received by johnson & johnson medical, inc. However, based upon a decision made by the company on 8/23/97 to report this type of occurrence, this report is being sent to the FDA on 10/02/97. Disclaimer: johnson & johnson medical, inc. Is submitting this report of an undefined reaction associated with the use of a device that contains latex, notwithstanding our belief that the enclosed report, based upon currently available information, does not fall within the applicable regulatory requirements for medical device reporting under 21 cfr part 803. J & j medical is reporting this event because an undefined reaction may be a symptom of an immunologically mediated allergy which could in rare instances, reasonably fit within the reporting requirements if exposure to the allergen were to recur.